Event description:
Balloon and coil detached from the catheter. It was reported that both parts were not recovered. This incident has happened three times to the patient.

Manufacturer narrative:
The catheter was returned with no missing components. The balloon is torn at the distal edge of the proximal windings and the spring tip is stretched. The distal windings are intact and in good condition.